Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Lot, manufactured date and expiration date will remain unknown. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a 5f mynx control vascular closure deice (vcd) was being removed, the sealant came out with it, preventing proper hemostasis. Hemostasis was achieved by manual compression for less than thirty minutes and the patient recovered. There was no reported patient injury. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. The common femoral artery (cfa) was the stick location. A 5f non-cordis sheath was used. A retrograde approach was used. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. The sealant did not seem to stick to the device. The sealant was deployed completely above the access site. The sealant was dislodged from the arteriotomy. Button #1 was fully depressed and the balloon was fully deflated. Button #2 was fully depressed. There was no resistance noted during use of the device. There was no presence of pvd / calcium in the vicinity of the puncture site. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received. As reported, when a 5f mynx control vascular closure deice (vcd) was being removed, the sealant came out with it, preventing proper hemostasis. Hemostasis was achieved by manual compression for less than thirty minutes and the patient recovered. There was no reported patient injury. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. The common femoral artery (cfa) was the stick location. A 5f non-cordis sheath was used. A retrograde approach was used. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. The sealant did not seem to stick to the device. The sealant was deployed completely above the access site. The sealant was dislodged from the arteriotomy. Button #1 was fully depressed and the balloon was fully deflated. Button #2 was fully depressed. There was no resistance noted during use of the device. There was no presence of pvd / calcium in the vicinity of the puncture site. Other procedural details were requested but were not provided. The products were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported event of ¿sealant inaccurate placement complete¿ could not be evaluated since the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The reported tortuosity may have contributed to the reported event. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when a 5f mynx control vascular closure deice (vcd) was being removed, the sealant came out with it, preventing proper hemostasis. Hemostasis was achieved by manual compression for less than thirty minutes and the patient recovered. There was no reported patient injury. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. The common femoral artery (cfa) was the stick location. A 5f non-cordis sheath was used. A retrograde approach was used. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. The sealant did not seem to stick to the device. The sealant was deployed completely above the access site. The sealant was dislodged from the arteriotomy. Button #1 was fully depressed and the balloon was fully deflated. Button #2 was fully depressed. There was no resistance noted during use of the device. There was no presence of pvd / calcium in the vicinity of the puncture site. Other procedural details were requested but were not provided. The device used in the procedure was not returned.